Manufacturer narrative:
Diasorin molecular received a complaint on the simplexa covid-19 direct assay mol4150 lot# 18851n for a suspected false negative on one two (2) known positive samples that resulted not detected on the simplexa assay, but detected upon repeat on another mdx instrument with the same assay lot. Run analysis of the simplexa results are as follows: run on (B)(6) 2024 sample ID old patient: not detected, ic CT = 31.8 sample ID new patient: not detected, ic CT = 30.9 run on (B)(6) 2024 sample ID old patient: 33.4 (orf1ab), ic CT = 30.2 sample ID new patient: 34.4 (orf1ab), ic CT = 30.5 the customer stated the detection of the known positive varied when running the assay on one cycler 1d1021, but detected without issues when run on their other cycler 1d1012. In addition, the customer was having invalid results on their controls when run on 1d1021 compared to valid results on 1d1012. It is likely an instrument specific issue and not an assay issue. Batch record review showed the critical component, reaction mix mol4151 lot# 18855n, met all qc release criteria prior to kit release. Mol4151 lot# 18855n was tested using positive controls and no-template controls (ntc). Positive controls were tested in quadruplicate and resulted in zero (0) occurrences of false negatives in any of the covid-19 targets. All positive controls were detected at an average CT = 26.8 (s gene), 27.4 (orf1ab), and the internal control avg CT = 31.0. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on 06/18/24 with 14 replicates (2 discs of 7 pc each) of mol4160 positive control. Both times the targets were detected on all replicates (s gene avg CT = 27.6 / orf1ab avg CT = 27.4). No false negatives occurred. No malfunctions occurred. Potential causes for the false negative results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from the assay procedure outlined in the package insert. The customer's device and suspected false negative sample was not provided for investigation. It is not confirmed to be an assay reagent issue at this time. As stated in the instructions for use, ifuk.en.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness." This is the 1st complaint for false negative on mol4150 lot# 18851n.

Event description:
Diasorin molecular received a complaint on the simplexa covid-19 direct assay mol4150 lot# 18851n for a suspected false negative on one two (2) known positive samples that resulted not detected on the simplexa assay, but detected upon repeat on another mdx instrument with the same assay lot. No false results were reported out to the clinician. No alleged harm occurred.